Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to repeated use, strand of the broken wire was raised when forceps elevator was brushed. The reported event can be detected by following the instructions for use (IFU) section: ·operation manual_ preparation and inspection_ inspection of the instrument channel and forceps elevator olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the knob wire was cut. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device inspection and testing also found that the adhesive on the bending section cover was detached, connecting tube had a scratch, bending angle in up/down direction did not meet the standard value due to wear of angle wire, and the grip had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.